Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was in the pool with the insulin pump for 15 minutes. The customer stated that the device was not dropped, does not have cracks but he could see fluid under the lcd display. Customer's blood glucose value was 115 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.